Manufacturer narrative:
The field service engineer (fse) noted an aspirate probe a1 wash failed message in the event log prior to the non-reproducible troponin I results. The fse tested the aspiration flow on all the aspirate probes and noted probe #2 was not aspirating fluid due to the probe was not locked in place. The fse locked the aspirate probe in place and noted all the aspirate probes passed the aspiration flow test. As a preventative measure, the fse removed and cleaned the wash wheel. The fse performed a 30-replicate precision test using low level quality control (qc) material and noted precision test passed within specification. System check and high sensitivity system check were also performed and passed within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to operator error. Aspirate probe #2 was not appropriately locked in place. This medwatch report is related to MDR 2122870-2014-00314.

Event description:
The customer reported discrepant troponin I (access accutni+3) results, above the normal reference range, for two patients, involving the uniceldxi 600 access immunoassay system. This report is one of two referencing the patient on the event date noted. An initial result of 6.28 ng/ml was obtained and released out of the laboratory. Consequently, the patient was given heparin as a result of the initial elevated result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer reanalyzed the sample on an alternate unicel dxi 600 instrument as the physician questioned the result. A lower result of 0.05 ng/ml, within the normal reference range of the assay, was obtained. The laboratory has a set critical value of 0.05 ng/ml for initial troponin I results. The patients' samples were collected in sodium heparin plasma tubes and centrifuged at 8,000 rpm (rotations per minute) for ten minutes. The sample was less than one hour old prior to analysis. The customer noted the patients' samples were normal in appearance. No sample integrity issues were observed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.